Event description:
Report received from USA stating that the device cannot be attached to the motor. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes . The reported failure that the device cannot be attached to the motor could not be confirmed. During evaluation, the device attached to the motor as designed. If additional information is received, a supplemental report will be sent. (B)(4).